Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was stretched consistent with procedural damage as received. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Helix mechanism test could not be performed due to as received stretched helix. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched and over torque of the inner coil which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during implant procedure that the right ventricular lead exhibited dislodgement. Repositioning was attempted, but the lead helix failed to retract. The lead was successfully replaced. The patient was stable and asymptomatic.